Event description:
It was reported that the user received a low glucose alert while walking, then confirmed hypoglycemia by fingerstick with successive readings of 40 mg/dl, 58 mg/dl, 64 mg/dl, and later 88 mg/dl after treatment, while using the ilet system. Symptoms included fatigue and the need to sit down associated with hypoglycemia. Outcomes included self-treatment with oral glucose tablets and juice and recovery without hospitalization. Investigation included troubleshooting and education provided by support, including confirmation of low glucose by fingerstick and guidance on oral carbohydrate treatment and monitoring. Investigation of this case revealed no device malfunction identified and an unclear cause for the hypoglycemic event, with no specific device component issue confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.